Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device failed to discharge. Complainant indicated subsequent attempt to discharge was successful. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.